Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. Functional testing could not be performed and data could not be downloaded because the receiver would not turn on. The receiver case was opened for internal inspection and found the u13 at the main board was lifted. Pictures were taken. The reported event that the receiver ceased to function was confirmed with the returned receiver. A root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, device ceased to function. No additional patient or event information is available.